Manufacturer narrative:
Please note that a supplemental report is being submitted to attach the literature review that was received for this case.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that the event date for this case is unknown. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This complaint was received via a literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." The patient was admitted for a procedure with acute coronary syndrome. The patient had a lesion in the right coronary artery, however, the details of the lesion were no specified. The diameter of the vessel and the lesion length were unknown. The patient had a 3.0 x 18mm cypher stent implanted. The date of the procedure and the details of the stent implantation were unknown. A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma iii) was observed along with 74% restenosis. The restenosis was located in the fracture site and the angiographic pattern or restenosis was focal. The restenosis was treated with an unknown cypher stent. After that, recurrent restenosis with clinical symptoms was observed and treated with a taxus stent. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. It is our intention to report conservatively when information is not available and therefore both cypher stents will be reported with fracture and restenosis. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, and restenotic lesions. Stent damage/deformation and restenosis are known adverse events indicated in the IFU. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, procedural, patient, and vessel/lesion characteristics are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma iii) was observed along with 74% restenosis. The restenosis was located in the fracture site and the angiographic pattern or restenosis was focal. The restenosis was treated with an unknown cypher stent. After that, recurrent restenosis with clinical symptoms was observed and treated with a taxus stent. This complaint was received via a literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with acute coronary syndrome. The patient had a lesion in the right coronary artery, however, the details of the lesion were no specified. The diameter of the vessel and the lesion length were unknown. The patient had a 3.0 x 18mm cypher stent implanted. The date of the procedure and the details of the stent implantation were unknown.